Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was identified on postoperative follow-up x-rays that the end cap had loosened and come off the nail. The physician decided not to take any action for this event, as the patient has no symptoms and there is no abnormal fracture healing process at this time.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labelling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information s provided, the investigation will be reassessed.

Event description:
It was identified on postoperative follow-up x-rays that the end cap had loosened and come off the nail. The physician decided not to take any action for this event, as the patient has no symptoms and there is no abnormal fracture healing process at this time.